Event description:
A pt with a moderate sized secundum atrial septal defect underwent an elective cardiac catheterization for closure with a 12mm asd device. The defect was approached via the right internal jugular in an attempt to implant the device. The device prolapsed across the atrial septum and would not collapse into the delivery sheath. Despite multiple attempts, the device could not be percutaneously retrieved. The pt was taken to the or for surgical removal of the device and repair of the defect. The pt was reported to be recovering with no injury to the heart from the various maneuvers to retrieve the device.